Event description:
During the g3 nail surgery, when the package of k-wire was opened, one side of the package was already open. Therefore the surgeon changed the k-wire to brand-new k-wire and used it.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.